Manufacturer narrative:
Three devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure testing and clear passage testing was performed on all three sets with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking from the 'angio' cap and the end of the tubing. It was further reported that there was no physical damage to the set or threading and that the tubing was properly tightened. The issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.